Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10074. It was reported the patient was receiving unwanted stimulation in her chest and ribcage. X-rays were taken and determined the left lead had migrated. The patient underwent surgical intervention on 03/04/2015 where the lead was repositioned back into place which resolved the issue.